Manufacturer narrative:
Failure analysis noted that the insulin pump was received with excessive no delivery alarms due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 124 mg/dl at the time of incident. The customer stated that she has been receiving no delivery alarms since she received a replacement pump in june. She was sent different infusion sets but she still received no delivery alarms. She also stated that she has been experiencing bent cannulas. Troubleshooting was completed. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.